Event description:
The clinician reported that over 3 months after the immediate dental implant was placed in ada site 12 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician noted bone loss in this patient with good hygiene.. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.